Manufacturer narrative:
(B)(4) removed as it no longer applies.

Manufacturer narrative:
Analysis of the lead (l/n va0usvv), found all conductors were broken 7.4 cm from the distal end due to overstress/damage.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0usvv, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The manufacture representative reported that the patient was concerned about her device as the patient had one ¿random¿ occurrence of shocking in the pocket site when she was lying down. However, impedances were fine and nothing was out of range prior to the patient¿s trip. Shocking occurred again during the patient¿s trip to amsterdam. The device was reportedly ¿stopped working¿ as of (B)(6) 2015; impedances showed out of range (oor) except for 0 and 2. When the device was programmed on 0 and 2, the patient ¿felt nothing.¿ x-rays were taken on (B)(6) 2015 which showed the lead had pulled out of the sacrum or disconnected from the battery, and was coiled. The patient believed it was a lead design flaw. The shocking and cease of stimulation in the legs was reportedly sudden. The pain had a return of symptoms, pain, and inability to urinate. Additional information received from the manufacture representative determined that the lead was found to be coiled up during a revision surgery on (B)(6) 2015. As the lead was detached from the battery, it was noticed that a portion fell away. It was unknown if the piece was retrieved from the patient or if it came from something other than the lead. The damage to the lead was broken connector (proximal end contacts). A new battery and lead were implanted without problems. The devices were to be returned for analysis. Cause/factor, patient outcome, and analysis results remain unknown; follow-up is being conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.